Event description:
Information was received from a patient (pt) regarding an external device. Caller did not have pt's equipment on hand. Caller reported that the pt's controller battery would not take a charge and did not turn on. Caller stated that the implant was drained, and pt was in pain without their stimulation. Troubleshooting was unable to be performed as caller did not have equipment. The caller was redirected to call back once they could troubleshoot with equipment. Patient representative called back and stated that the controller wouldn't charge overnight or do anything. Caller stated they've been trying to get it to recharge for 2 days. Caller stated the patient put aa batteries in the controller, and it powered on but they couldn't get it do anything for them. Agent had patient reset the controller battery. Caller confirmed the controller powered on. Caller connected the recharger and confirmed recharging excellent. Caller noted the controller was at 80% and the implant was low. Caller then stated the controller went to a steady green light. Caller stated the light went steady and the screen went back to "looking for device." Caller stated they got it back to recharging with excellent quality but a few moments later the light once again became steady and it went to restart. Caller confirmed that prior to the call the controller had been blank/unresponsive until the aa batteries were inserted.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.